Event description:
The territory manager of a female pt contacted lifecor customer support to report that he went to the pt's house and replaced the monitor because it was getting hot.

Manufacturer narrative:
Device evaluation summary: device evaluations of monitor has been completed. The reported problem was confirmed. The cause of the reported problem was that the monitor had a defective capacitor bank. The monitor would not have treated if needed. The root cause of the defective capacitor bank is unk, but is likely random component failure. The monitor will be repaired, retested a restocked. No adverse event resulted from the monitor failure. The pt received a replacement monitor.